Event description:
While utilizing the a1059, the surgeon noted a slight movement of patient in the skull clamp after prep. When the case was completed, it was noted that there was a laceration to the patient. Information received on 23 apr 2015 from the operating room manager was as follows: a craniotomy for a right frontal parietal tumor removal was being done on a patient who was positioned supine with her head in the mayfield tongs. The patient was not repositioned during surgery. The length of time prior to the incident was 30-45 minutes, occurred during the burr holes placement. The patient had a skin tear that required staples to be inserted after surgery. The recovery was uneventful. Mayfield disposable adult skull pins (a1072) were used during the procedure and was used with a brainlab.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.